Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and exhibited high impedance and a possible fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. Analysis showed that the distal conductor of the lead developed a fracture due to flexing while in-vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.